Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a starclose se device after a peripheral arterial occlusive disease interventional procedure using a 6f sheath. Reportedly, there was resistance advancing the thumb advancer. The number "3" did not appear in the window. A needle was inserted in each access port to retract the thumb advancer. The safety release button was then activated to remove the device. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported mechanical jam with the thumb advancer could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.